Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) is displaying a persistent user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user cut off the autopulse lifeband as the driveshaft was locked in a non-home position. The biomed booted the platform into admin mode and attempted to rehome the driveshaft, however, the counter read 04754 (not in the home position). A new lifeband was installed, and the customer attempted to pull up the lifeband while booting to reset the driveshaft but the (ua) 45 was still not cleared. No device malfunction was reported for the lifebands. No patient involvement.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the driveshaft was locked in a non-home position was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." Upon service evaluation, it was observed that the encoder driveshaft does not rotate smoothly and shows binding and resistance, due to a sticky clutch plate, caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This may have made it difficult for the user to manually rotate the driveshaft to the home position before turning the device on. A review of the archive data showed multiple (ua) 45 errors around the event date, confirming the reported complaint. The encoder driveshaft was outside the normally acceptable range. The autopulse platform failed initial functional testing due to the displayed (ua) 45 upon powering up the platform; thus, confirming the reported complaint. The driveshaft was returned to the home position to remedy the problem. The sticky clutch plate was deburred to allow the driveshaft to rotate smoothly. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).